Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-103 - finger removed from strip before strip had sufficient time to fill test strip (B)(4). At call back on (B)(6) 2017, the customer's condition had improved and the customer did not currently have any diabetic symptoms. Due to the symptoms of dry mouth and urinary frequency reported on the initial call, the customer had gone to the emergency room on (B)(6) 2017. His vital signs had been taken upon his arrival and they were normal; customer did not remember what they were. Customer's blood glucose test result upon arrival was 500 mg/dl non-fasting. The diagnosis was hyperglycemia. Customer received an IV bag and insulin as treatment, he did not know how much. The customer was discharged the same day, (B)(6) 2017, and it was recommended that he speak with his doctor; no additional medication was prescribed. The customer's blood glucose test result prior to discharge was 200 mg/dl fasting. The customer had tested with the truetrack meter and obtained a result of 215 mg/dl fasting on the morning of (B)(6) 2017.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample is absorbed. Customer's diabetes was recently diagnosed. Customer got meter (B)(6) 2017 and has not been able to test his blood sugar. The customer's expected blood glucose test result range was not disclosed. At the time of the call, the customer reported symptoms of dry mouth and urinary frequency. Medical attention was not needed at the time of the call; customer stated he would take his medication. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 452 mg/dl using truetrack meter. Customer had just purchased the test strips - manufacturer's expiration date is 03/27/2020 and open vial date is (B)(6) 2017. Customer was instructed on the proper storage locations. The meter memory was not reviewed for previous test result history.